Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in as the customer's initials, age, gender, and weight were not provided. The customer did not provide the meter serial number, therefore, no information was captured and the device manufacture date could not be determined. The device identifier # was not captured as it could not be determined based on the available model #.

Event description:
The customer from (B)(6) reported that their contour next one meter was reading in mg/dl instead of mmol/l. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.